Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar forceps' tip broke off while in use, an investigation was completed to determine the cause of this reported event. The force bipolar instrument was analyzed, and the reported issue was replicated and confirmed. Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The force bipolar was found to have a broken grip at the grip base. A piece approximately 0.678" x 0.185" was found to be broken off the yaw pulley. The broken piece was not returned. The probable root cause is attributed to damage from mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. Failure analysis confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to a damage from mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy, the force bipolar tip broke off while in use. The tip broke off during the burning phase of bipolar usage. Once the force bipolar opened, the tip fell into the pelvic area and had to be retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that the event was an inguinal hernia procedure on (B)(6) 2023. The instrument was inspected prior to use and there was no noted damage. They surgeon was grasping when the fragment fell inside the patient. The surgeon did not know the cause. The instrument was functioning for the entire case. There was no issues with the functionality of the device. They retrieved the fragment with another grasper. The surgeon did an examination after the instrument was removed to confirm the fragment was obtained during the same procedure. They did not do any post-operative testing. The procedure was completed robotically with no harm or injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment was returned with the device. There were no images.

Event description:
Refer to h10/h11 for follow-up information.